Event description:
It was reported that a small volume intermate had a restrictor that detached from the tube. This was identified during the preparation of antibiotics in the pharmaceutical preparation center. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 12, 2013 to march 13, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.